Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter-defibrillator exhibited backup vvi while still in the box prior to implant. The device was not used.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The device image was corrupted and could not be analyzed. The cause of the reset could not be determined.